Event description:
During the pta/stenting treatment procedure, the sentinol nitinol biliary stent dislodged from the delivery catheter. Following advancement to the lesion, difficulty was encountered in visualizing the stent under fluoroscopy. During fluoroscope repositioning, the stent dislodged. The stent was deployed outside of the target lesion. A new sentinol 10 x 41 stent was placed outside the target lesion to anchor the initial stent. A third sentinol stent was successfully placed in the target lesion. No pt injuries or complications were reported. The pt's status was reported as 'fine'.